Event description:
The customer reported that, during patient use, an 840 ventilator had a blank upper screen. The ventilator did not stop cycling. The patient was not harmed or injured as a result of the event. The evaluation is still in process.

Manufacturer narrative:
(B)(4).